Manufacturer narrative:
Device evaluated by MFR: unit returned with its original pouch. The unit returned has the tip damaged, as part of overall visual revision. The returned device was inspected and it had the distal tip bent and unraveled. The core wire was separated from the distal tip. It is important to mention that the device was received outside the protective hoop. No more visual damages were found in the device. Detailed pictures of the tip damage were taken and it was possible to observed the core wire bent and separated from the distal end solder ball.

Event description:
Reportable based on device analysis completed on (B)(6) 2021. It was reported that tip shape issue occurred. The target lesion was located in the superficial femoral artery. A 035/260/1 (bx/1) amplatz - pi guidewire was selected for use in a percutaneous transluminal angioplasty. However, when the device was opened, the shaping of the tip was excessively bent. The procedure was completed with another of same device. There were no patient complications nor injuries reported. However, returned device analysis revealed detached distal tip.